Manufacturer narrative:
(B)(4). The homechoice (hc) was received and analyzed. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical tests were performed successfully, and all power supply voltages measured within specifications. Upon power up, an alarm occurred. However, the alarm could not be identified as the unit experienced a display failure. Furthermore, the logs could not be downloaded and reviewed for the device. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced an unknown alarm during automated peritoneal dialysis (apd) therapy. The alarm occurred while the registered nurse (rn) was programming the device. The rn cycled the power on the device to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.